Event description:
It was reported that during a case the surgeon was using this cord and a bipolar hemisphere. He was cauterizing when all of a sudden, a spark and a loud pop happened. This came from the bipolar cord that was connected to the working element. The part of the cord that goes into the working element looked okay but right at the base of that area the cord has a wire sticking out and the covering is broken. No negative impact in state of health reported. Concomitant device filed under internal complaint ID (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4). Cross reference internal complaint ID (B)(4).

Manufacturer narrative:
The device was returned to our us facility on march 13, 2026. It will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4). Cross reference internal complaint ID (B)(4).